Manufacturer narrative:
The customer returned one (1) 25+ ultravit probe for failure to cut. The sample was visually inspected and found to be nonconforming because the needle was bent at the stiffener sleeve (unable to determine how or when the needle became bent). The sample was functionally tested and found to be nonconforming for cut and actuation (sample actuates at lower cut speed only) and was conforming for aspiration. The sample was disassembled and the completes inspected. Resistance was felt while removing the inner cutter of the needle from the bent needle. The inner cutter exhibited significant wear on the cutting edge and was bent. No abnormalities that could have contributed to this event were found during the device history record review. The associated lots (2) were released based on manufacturer's acceptance criteria. The cut failure of the 25+ultravit probe was caused by a bent needle (unable to determine how or when the needle became bent). Significant wear marks on the cutting edge is an indication that the probe had been used and initially worked until it became bent. (B)(4).

Event description:
An ophthalmologist reported the cutter (probe) failed to cut. Following a 5 min delay, another cassette was used and the case was completed. There was no pt impact reported.